Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The field service representative reported that the battery does not charge. There was no patient or user harm reported.

Manufacturer narrative:
G4: 22apr2020 b4: (B)(6)2020. The service engineer remotely confirmed the reported failure and the battery as less than 5 years old. The old battery was replaced with a new one. Also, the wire harness (where the battery connects) was replaced as well. The unit has now returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.